Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for use in the popliteal artery for the percutaneous angioplasty procedure. The target lesion was reported to be 95% stenosed with moderate tortuosity and severe calcification. The ranger was advanced to the target lesion and inflated to 14 atm. After 20 seconds, the middle portion of the balloon experienced a pinhole rupture. The ranger was removed from the patient without issue and replaced with a non-bsc pta balloon. The procedure was completed and there were no reported consequences to the patient. The patient condition was good following the procedure.